Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/2017 checking your blood glucose 4 / page 36 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 308 mg/dl after wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient with a bolus of insulin (exact amount was not provided).